Event description:
Pt is tracheostomy tube dependent. With routine trach tube change (after 2 weeks of use) the distal shaft was distorted and the inner wire was exposed. The family reports the same defect note after accidental decan 2 weeks prior. No apparent injury to pt noted.